Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/14/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects and the keypad cover was found damaged. Investigation was unable to confirm or duplicate the button unresponsive complaint due to a damaged display screen. Upon removal of the keypad cover, contamination was found under all button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that okay button was sticking and unresponsive for a couple of months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.